Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pen is not showing the correct dose amounts and reports of other instances where it will show the dose a prime dose when they delivered a bolus dose the inaccuracy between the dose intended and dose recorded was greater than 1.0 unit of insulin. Customer¿s blood glucose was unknown. No harm requiring medical intervention was reported. The insulin pen will not be returned for analysis.